Event description:
It was reported that approximately 6 months ago, the patient underwent a stenting procedure with placement of a 3.5 x 18 mm xience v stent in the heavily calcified left anterior descending artery. On (B)(6) 2012, the patient experienced chest pain and a stress test was performed. Coronary angiography was performed and restenosis was noted. A non-abbott stent was implanted to treat the restenosis. Per the physician, he believes he over-sized the vessel during implantation of the 3.5 x 18 mm xience v stent and attributes the restenosis to the over-sizing. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is indicated as not returning. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.